Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as mfg 2134265-2009-02739. It was reported that during a superior vena cava stenting procedure, a balloon rupture, removal difficulty, and a patient death occurred. The patient was not considered a candidate suitable for surgery with general anesthetic due to many lung metastases. The lesion was located in the superior vena cava (svc). Lesion details are unknown. A wallstent uni 16x60mm was implanted into the svc via femoral access. The stent was post dilated with an ultra thin diamond 10mmx4cm balloon. The balloon was inflated to 12atm for 30 seconds. When deflated, it was noted that blood was coming back into the inflation handle, and the physician felt that the balloon was ruptured. However, the contrast was not seen leaking from the area on the imaging. The balloon was advanced and withdrawn slightly and it was noted that the stent migrated. The physician attempted several times to rotate and advance the balloon, but each time the stent slightly migrated. A trans-jugular approach was made to retrieve the balloon, and a goose neck snare was positioned through an unspecified 10 fr sheath. Despite several attempts, the snare was unsuccessful. The patient was transferred to the operating room, where the balloon was successfully removed. However, the patient died several hours later. A post mortem was completed. The pathologist indicated that the site of the procedure was extremely "tough" due to both the malignant lesion growing around the svc and the chemotherapy which had caused it to harden.